Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. (B)(4) pertain to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence. The patient reported that they had itching at the incision site and noted that they had a lot of sickness in their family. The patient mentioned infections and noted that they had bladder spasms that were pretty bad. No further complications were reported or were expected.